Manufacturer narrative:
(B)(4).  Physio-control provided the third party biomedical engineer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party biomedical engineer contacted physio-control to report that their customer's device would not complete the boot-up cycle.  This was discovered during a routine inspection.  There was no patient use associated with the reported event.

Manufacturer narrative:
The third party biomedical engineer reported to physio-control that a replacement battery resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The device was not returned to physio-control for an evaluation.